Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stent were implanted during the index procedure, one in the first obtuse marginal and one in the circumflex artery. The same day pt suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported event was unlikely related to the study device and probably related to the study procedure. (Ref MFR # 9612164201101169).

Manufacturer narrative:
(B)(4). Eval results: (myocardial infarction).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva/stroke). (B)(4).

Event description:
The patient was re hospitalized due to a cerebrovascular accident approximately 3 months post the index procedure. The investigator has indicated the event was not related to the study device.